Event description:
The customer reported that they received questionable results for two patient samples tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4). Of the two samples, one had erroneous results for ft3 and the other one had erroneous tsh results. It was asked, but the date of the event is not known. This medwatch will cover the first sample tested for ft3. Refer to the medwatch with patient identifier (B)(6) for information referring to the second sample, which was tested for tsh. The sample was initially tested at the customer site on an e602 analyzer and then repeated on a centaur analyzer. During investigations, the patient sample was tested on a cobas 8000 analyzer and an e411 analyzer. Refer to the attachment for the specific patient result values. It was asked, but it is unknown which patient results, if any, were reported outside of the laboratory. The results from the investigation were provided to the customer. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The e602 analyzer serial number used at the customer site was asked for, but not provided. The cobas 8000 analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 180230, with an expiration date of 09/30/2015. The e411 analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 180230, with an expiration date of 09/30/2015. A specific root cause could not be determined. Further investigations were not possible as there was no longer any remaining sample to test.

Manufacturer narrative:
This event occurred in (B)(6).